Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The physician noted that the right ventricular lead had exhibited high pacing lead impedance. On (B)(6) 2020, the lead was capped and replaced successfully. The patient was reported to be good condition following the procedure.